Manufacturer narrative:
(B)(4). Date sent: 8/2/2024. D4: batch # 781c38. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: were any staples delivered into the tissue at all? Yes. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B-formed was the staple line interrupted; staples not present/visible on any portion of the staple line? No were there any other issues with the staple line (bleeding)? No, just oozing and sometimes it squirted outside of the staple line is the current patient status known? Good and discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with four vasecr35 reload present. The reloads (b, c & d) were received fully fired, upon evaluation of the reloads, some hairline cracks and reload deck displacement was noted, this does not affect staples formation and the device functionality. Reload (e) was received with the left side fully fired, on the right side the drivers were not fully deployed, a b-formed staple was lodge in the knife channel. Upon evaluation of the reload, the reload deck, and one-piece sled, were noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, the condition identified during the investigation of the reloads (b, c & d) received and has been correlated to the design. This condition will be addressed through ethicon endo surgery¿s quality system. The damage to the reload (e) is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 781c38, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy. The function of stapler was not optimal, during video assisted thoracic surgery after stapling multiple times. Every staple action needed to be secured with clips/hemolocs. Procedure was delayed, successfully completed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. Additional information was requested and the following was obtained: customer indicated there was no hard object in the space, they hadn¿t used any clips yet, and they didn¿t feel any tactile feedback during firing.